Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: there was no visible damage to the keypad. The ok button had an intermittent response. The up, down, and contrast buttons responded properly when tested. The keypad was removed and contamination under all button contacts was observed. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim and pink. The pump cover was removed and replaced with a new test screen and found to be fully functional.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow gives an intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.